Manufacturer narrative:
During the eval of the device at the MFR's service center, the power cord was found to be physically damaged. The device's power cord was replaced to address the issue. The damage was consistent with the power cord being mishandled.

Event description:
A ventilator was returned to the MFR for preventive maintenance, and an alleged issue with the power cord. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the power cord was found to be physically damaged. The device's power cord was replaced to address the issue. The damage was consistent with the power cord being mishandled.